Event description:
The customer reported having high blood glucose of 324 mg/dl. The customer stated that the infusion set was changed and her glucose level dropped to 272 mg/dl. Troubleshooting was performed. Ran a fixed prime test and passed. Advised the customer to call back when the tubing clamp arrives. The customer called back the next day to perform the high pressure test and the test failed. Instructed the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery test.